Event description:
It was reported that post-paced t wave oversensing was observed on the device. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that post-paced t wave oversensing and fusion were observed on the device. The patient was stable and will continue to be monitored; there were no adverse consequences.